Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Today I covered a revision hip , patient had a total hip replacement done (B)(6) 2017. Patient had a corail stem with pinnacle 100serious cup with a 28 mm /50 mm neutral liner. Patient needed the cup and liner revision, consult (surgeon) request we review the liner as the locking mechanism appeared to have failed in the patient. Patient at the time has a bmi of over 56 but has since lost loads of weight.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received stating that 6 weeks ago patient started to have squeaking and clicking in the right hip and came to ed but no xrays; she was admitted around 5 days before revision with a dislocated hip; post reduction xray showed eccentric reduction; patient able to walk with difficulty. Probably the diagnosis was delayed and the liner was disengaged when she came initially to ed with clicking and squeaking; the fact that I found metallosis around the hip and fretting corrosion in the cup proves she was walking "metal on metal", as the liner dissociated from the cup. There was no unnecessary delay in surgical management, once admitted to hospital with dislocation; the few days delay was necessary to organised a list, with arrangements for kit and availability of specialist surgeon to do the case. The affected hip was the right one; the liner was found dislodged from the superior side and subluxed inferiorly (as it has been previously reported in the literature with pinnacle cup! ), with the metal head "articulated" directly into the postero-superior part of the shell, with consecutive metallosis affecting superior and posterior part of the hip- mainly capsular structures, without muscle destruction.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : visual examination of the returned liner finds evidence to support disassociation of the liner and cup while implanted. The investigation has not identified any error in design, manufacture or material. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.